Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the MFR indicating that a pump exchange was performed. Add'l info rec'd indicated that approx 5 months post implant, the pt was readmitted into (B)(6) hospital with signs of hemolysis. An echocardiogram was performed and showed a dilated left ventricle and the aortic valve opened with every beat. The hospital team performed lysis therapy which was initially successful; however, 10 days later the pt showed and increase in signs of hemolysis. The pt was transferred to (B)(6) hospital for the pump exchange.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.